Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. Technical services (ts) reviewed device data. The cause of the noise was attributed to the sense b node. During follow up, this system was reprogrammed to the secondary vector to mitigate further oversensing. Ts recommended performing further troubleshooting and programming options. The system remains in service. No adverse patient effects were reported.